Event description:
Hematuria and ldh was acutely elevated to over 3000 indicating significant hemolysis. This persisted for 2-3 days. While on a bicarbonate gtt for renal protection, it was evident that this was likely due to pump thrombosis despite stable lvad hemodynamics.